Event description:
Reporter stated, "after the primary operation, there was no trouble for a while, however in january '99, pt felt thigh pain and fracture of the nail was found at the part of distal hole of proximal holes."